Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they are cycling, their implantable pulse generator (ipg) is not pacing them correctly leading to their heart rate being lower than it should be whilst cycling. The ipg remains in use. No further patient complications have been reported as a result of this event.